Event description:
It was reported that this right ventricular (rv) lead exhibited low out of range shock impedance measurements. Reprogramming changes were made to address the lead. Due to the limited information received, further follow-up to obtain related details was not possible. No adverse patient effects were reported.